Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reloaded cartridge and resumed insulin therapy. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.